Event description:
It was reported that this event occurred in the anesthesia department, during insertion into the patient's right vena subclavia. This event involved a (B)(6) male patient; (B)(6) at the time of the procedure. The patient was diagnosed as "bed venous status" at the time of the procedure. "Due to a fine crack in the cone of the cannula the necessary aspiration was not possible". As a result, the device was removed, and a new cannula was used successfully. There was a delay reported, however there was no harm to the patient as a result of the delay. There were no complications, deal, or injury reported as a result of this occurrence.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.